Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was experiencing pain due to suboptimal implant positioning; infection was present so all implants needed to be removed. No new implants were put back in the patient.